Manufacturer narrative:
The device were returned to the manufacturer for evaluation and are currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that at the end of the implant, the vad coordinator (vc) attempted to switch the pt from tethered to untethered operation for transport to the intensive care unit (ICU). The system controller would not "recognize" the 14-volt lithium ion batteries as a power source, and the "both power cables are disconnected" alarm appeared. They attempted to transfer the pt from the operating room (o.r.) To the ICU with this alarm condition active; however, during transport the pt became hemodynamically unstable with a decreasing map and cardiac index. The pt was returned to the operating room, connected to the power module, and the pump was noted to be running at the low speed limit. The vc was instructed to remove the cover from the system controller and ensure that the internal battery was correctly installed, which it was. The vc then exchanged the system controllers without incident and the pt is now supported without any reported issues.